Event description:
The user facility reported that blood was observed leaking from the gas port of the oxygenator after the initiation of bypass. It was determined that it was not necessary to change out the unit. The case was completed successfully with no reported complications or injury to the patient.

Manufacturer narrative:
Although there was no patient injury reported, the event description indicates some blood loss did occur. The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed a single broken fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has been reported previously. The device labeling does address the potential for such an occurence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.